Manufacturer narrative:
Complainant city: (B)(6). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batches shipped to this site conformed to the preventive measures / current controls as per the product specification.the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that thrombosis occurred. The stenosed target lesion was located in an arteriovenous fistula. A 5.0 x 40 75cm mustang balloon catheter was advanced to dilate the lesion. The catheterization of the stenosis and the dilation were performed without specific difficulty. However, upon visual inspection, thrombosis was observed almost immediately. No further patient complications were reported.